Manufacturer narrative:
Internal report reference number: (B)(4). Recall meter was not returned for evaluation.test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Note: several attempts were made by the manufacturer to contact the customer to verify truemetrix air meter details. Contact was made on 24-aug-2020. Customer stated ¿I have a bunch of meters that I got from family members and I don¿t know where that meter is right now." No further information was able to be obtained. Follow-up contact was made on 25-aug-2020 and customer stated that she was unable to locate the meter and would call back when she had found it. Customer stated she had returned a meter that had been giving her issues; customer was asked if the meter she sent back was the recalled meter and customer again stated she could not find it. Unable to contact customer again at follow-up calls.

Event description:
Consumer reported complaint for high and hi blood glucose test results. Serial number of the truemetrix air meter provided by customer is part of recall. The customer is concerned with test results from results obtained of hi, 492, 333, 476 and 251 mg/dl. The customer¿s expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 405 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/25/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).